Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the speed shift compression implant kit staples disengaged from the handles. No patient and procedure involvement. This report is for (1) speedshift comp impl kit 15x20x20 ofst 8. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part # se-1520-08. Synthes lot # mse210173. Supplier lot # n/a. Release to warehouse date: september 17, 2021. Expiration date: june 1, 2026. Supplier: (B)(4). No ncrs were generated during production. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the photo. Visual analysis of the photo revealed that the speedshift comp impl kit 15x20x20 ofst 8 had the staple unattached inside the sealed package, this condition is most likely due to breakage of the clamps, staple and fragment are visible in the evidence provided. The observed condition of the speedshift comp impl kit 15x20x20 ofst 8 was consistent with a design related issue. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the speedshift comp impl kit 15x20x20 ofst 8. The potential impact of the design to the complaint condition is addressed under CAPA-007630. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that speedshift comp impl kit 15x20x20 ofst 8 was broken a part of the insertion stick body implant. The device condition can be observed to be broken and deployed inside its original sealed packaging. The dimensional inspection was not performed as this is a known issue addressed under a CAPA. The observed condition of the speedshift comp impl kit 15x20x20 ofst 8 was consistent with a design related issue. A functional test was not performed as the device was found to be broken inside the original packaging. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the spedshift comp impl kit 15x20x20 ofst 8 was observed to broken and deployed inside the original packaging. The potential impact of the design to the complaint condition is addressed under CAPA. No further corrective action is deemed necessary at this time. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: part #: se-1520-08 synthes lot #: mse210129; supplier lot #: mse210129; release to warehouse date: 10 aug 2021; expiration date: 01 mar 2026; manufactured by: n/a; supplier: (B)(4). No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.